Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced cardiogenic shock. Further evaluation revealed that the patient's device paced at the maximum tracking rate for 45 minutes due to atrial flutter tracking. The patient was unable to tolerate the fast rate pacing. The device's therapy zones were reprogrammed and the patient was discharged. This device remains in service. No additional adverse patient effects were reported.